Event description:
The customer states tha the sample probe crashed on the axsym analyzer due to an incorrect adapter being used on the multisegment. While removing the probe to replace it with another, the operator punctured herself with the probe on the upper part of her index finger causing it to bleed. The injury was treated with a disinfectant and a physician specializing in work related injuries was consulted. Serological testing for hepatitis was performed and a teatanus booster was administered. The physician recommended follow-up serological testing in six weeks and then again in six months. There is no further impact to the operator reported.